Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the device "tried to shock, the family called the nurses station, and they were getting weird readings." Additionally, it was stated "this should have shocked because the patient was in arrest, the defibrillator would have gone off, and it threw abnormal readings." At the time of this event the patient was hospitalized due to gastric obstruction and it was claimed "they should have done the surgery five days earlier." A request for the cause of death was made and the death certificate listed possible acute pulmonary emboli.